Manufacturer narrative:
Product ID: 37642, serial#: (B)(4), product type: programmer, patient product ID: 37092, lot#: 247590001, implanted: 2010-(B)(6), product type: accessory, product ID: 37085-40, serial#: (B)(4), implanted: 2010-(B)(6), product type: extension, product ID: 37085-40, serial#: (B)(4), implanted: 2010-(B)(6), product type: extension, product ID: 3387s-40, lot#: v465516, implanted: 2010-(B)(6), product type: lead, product ID: 3387s-40, lot#: v399857, implanted: 2010-(B)(6), product type: lead.

Event description:
It was reported on (B)(6)-2012 that the patient's implantable neurostimulator (ins) might have turned off and on while passing through a security gate at a (B)(6). The patient had issues of pocket erosion and ins migration in his pocket. The patient's wife felt that the battery site was warm. The patient's physician believed that it was the result of an infected pocket/erosion and battery hypermobility. The patient was placed on antibiotics and it was planned that he would have a follow-up appointment in 3 months to determine if the infection was cured and if a replacement implant would be necessary. On the date of this report, it was made known that the ins had been explanted, and the leads were left inside the patient. Additional information received on (B)(6)-2012 confirmed that the patient's ins had been discarded per the patient's hospital's normal procedures. Device was not available for analysis. No patient injury was reported.